Event description:
Laboratory reported a patient's fasttake meter was reading inaccurately high. Laboratory test had been higher then the euroflash (fasttake) results for several months in 2002 lab 110 mg/dl and meter 74 mg/dl. After comparing with another euroflash, the nurse relized that the patient's meter was in the wrong unit of measurement and that she misinterpreted results. Meter set to mmol/l and interpreted as mg/dl. Example lab 110 mg/dl, =7.4 mmol/l =133 mg/dl. The variation between the 2 results in the same unit is 21% rather than 44mg/dl. The nurse doesn't know how long the meter was set to mmol. The nurse had been basing the insulin treatment of the patient based on the mmol results interpreted as mg/dl. She injected less insulin than needed. The patient feels well, and was not hospitalized.